Event description:
The lead was reported to be fractured. The physician commented that the pt was in a wheelchair and the lead was compressed by body movement. A replacement was scheduled. No additional info was provided.

Manufacturer narrative:
(B) (4).